Event description:
It was reported that the burr was stuck with the guidewire. The patient presented for a complex percutaneous coronary intervention. The more than 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro was stuck on the wire and that the wire was kinked during the burring process. The devices was removed from the patient as a whole system using dynaglide mode. The procedure was completed with another of the same device. There were no patient complications.